Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with an avail catheter and prior to the operation, foreign material was found in the bag used for the device packaging. The material was said to be "resembling small black insects" observed without movement before the packaging was opened at all. No movement of foreign objects was observed, and they were not embedded in the equipment or product. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).